Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Report received from patient's relative stating "right implant rupture and we have a confirmation from mammologist/oncologist. No traumas.". The device remains implanted.